Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt received lvad placement in 2009 for nicm s/p defibrillator, htn, hld, cva/tia's, and came into the emergency department for complaints of weakness, dark tarry stools, and new epigastric pain. The pt also noted some vision changes and back pain. There were no vad alarms per the report. When the pt arrived in the emergency dept he was noted to be stable, labs were done and 500cc bolus was administered, however, he became unresponsive, requiring intubation. CPR was initiated. Echo performed showed no cardiac activity or flow and the pt expired.

Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Approximate age of device: 4 years 9 months. No device related issues were found during the evaluation of the returned pump and a correlation between the returned pump and the patient¿s outcome could not be determined. A review of the manufacturer's complaint history showed that no previous events were reported for this patient. Examination of the inflow conduit and outflow graft did not reveal any adhered deposition or thrombus formation. The returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any defects. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was subjected to functional testing under normal operating conditions and revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Based on the evaluation of the returned pump, no device related issues were found and the manufacturer was unable to determine a correlation between the returned pump and the patient¿s outcome. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.